Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. The main printed circuit board (pcb) was out of specification (electrical), the ventricular output connector was broken, the hanger was cracked, the keypad window was scratched, the lower case boss was cracked and the battery drawer was contaminated. The main seal was pinched by the battery drawer, both wires on the liquid crystal display (lcd) were pinched (wires exposed), one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated an error code. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.